Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "chris was checking tray when he saw the tip was chipped."